Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device would not open after the clip was applied. They attempted to open the device and the vessel tore in the process. The vessel was bleeding, therefore, the procedure was converted to open to control the bleeding. The pt lost at least four units of blood. The procedure was prolonged to control the bleeding and repair the vessel. The pt is currently in ICU. The device will be returned. Add'l info was provided: the pt was a male. Pre-existing conditions and weight are both unk. The pt actually lost 4 liters of blood, not units. The pt received approx 12 units of blood and an unk amount of platelets. Prior to the procedure the pt was not expected to be in the ICU. The pt has left the ICU today (2009), and is being transferred to rehab. The pt is recovering well. The device fired as expected, with no issues, but would not release after the 15th firing-somewhere around the kidney; exact vessel unk.

Manufacturer narrative:
Fired through the lockout; antibackup failure; empty. Eval summary: the analysis results found that the el5ml device was received with the jaws partially closed. When testing the device for functionality, it was noted to be empty and the lockout was fired through. Additionally, the antibackup feature was noted non-functional. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.